Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97791, lot# n452872, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient presented at their post-op visit with their doctor with the complaint of tenderness, redness, and drainage from the midline incision where the lead component of their implantable neurostimulator (ins) was placed. The patient stated that they spoke with the doctor¿s nurse a few weeks ago and was told to leave it open to the air and not apply antibiotic ointment. Today, the doctor prescribed an antibiotic for the patient and instructed them to use antibiotic ointment on the incisions and cover with a dressing. It was noted that the patient had an infection of an unknown type at the location of the lead. No cultures were taken. The patient denied any fever or chills. The patient was to make a follow up appointment with their doctor in the next couple of days for wound evaluation. The patient status at the time of report was noted as ¿alive ¿ no injury¿. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.